Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was over 600mg/dl. Troubleshoot was conducted. The customer states the issue was resolved with set change. The device passed testing and was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist.